Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt complained of pain. X-ray revealed loosening of the tibia component. The implant was removed and a stemmed procoat tibia was implanted.